Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
It was reported that, while servicing the device, a field engineer's hand struck the equipment, causing a laceration that was treated with stitches.

Manufacturer narrative:
The field engineer (fe) obtained a laceration to the right thumb. Fe right hand/thumb struck metal. Fe applied great force to break the bolt. Fe didn't use proper tool such as breaker bar to assist in removing bolt. Fe didn't use proper ppe; leather gloves or impact resistant gloves. Lack of awareness (cause and effect). The root cause of the incident was determined to be improper ppe/tool-use due to lack of awareness. This is not design or part quality issue. The applied mitigations are effective and reduce the risk to as low as reasonably practical. No further practical mitigations are available to reduce the risk. Ge will continue to investigate and trend each MDR and related complaints. No further action is planned.